Event description:
Pull away sheath was inserted into patients subclavian vein. Doctor was unable to split the sheath for removal. Two new 6fr prelude snaps were used. Reported & returned. Manufacturer response for sheath - prelude snap, (brand not provided) (per site reporter). Issued rga#.